Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution sets leaked between the tubing and injection site. The leak was observed during priming with tpn (total parenteral nutrition). It was further reported a set leaked before the injection site and the other set leaked even when the regulation clamp was closed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection was performed and one sample showed a perforation in the tube near the injection site and no defect was observed on the second sample. A functional test was performed on both samples and a leak was observed in the tube that is assembled to injection site for the second sample only, no leak was observed on the first sample. The reported condition was verified for only one sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.